Event description:
It was reported in an article (breel, j., diakonessenhuis, z., wille, f. F., holland, n., leroux, j., dekkers, a., diakonessenhuis, m., hollman, m. High density spinal cord stimulation in failed conventional neurostimulation (10700). North american neuromodulation society 19th annual meeting. 2015; 133) that 30 patients with spinal cord stimulation for neuropathic pain had an initial adequate response to conventional scs. However, over time, they experienced increased pain or discomfort due to unwanted stimulation. In the fbss patient, numeric rating scale pain intensity scores after 12 months of high density stimulation decreased to a similar level to their initial post-implant scores, thus restoring their clinical effectiveness. Patients with crps and np showed nrs scores that were significantly lower than their 3-month initial post-implant score with conventional stimulation. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).